Manufacturer narrative:
The complaint of a damaged q-syte connector was confirmed; however, the root cause could not be determined. Photographs and one q-syte connector were provided for investigation. The photos showed q-syte connectors attached to an extension set. The lot number of the returned device and the device in each photo could not be determined. The septum appeared to be pushed or caved into the top body. The cause of the deformation in the septum could not be determined. It appeared that the septum of the returned sample was properly bonded to the top body. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The observable features on the submitted photographs and returned sample did not contain enough information to identify a specific root cause of the reported event. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
Incident: inability to inject the IV medication through the valve - the nurse observes that the valve is half depressed. Immediate action: investigation of the problem and replacement of the device with a new one. Immediate apparent consequences: for the patient: delay in administering treatment - potential risks of infection due to the closed system being broken and gas embolism. For professionals: work overload - management of the event. For the establishment: economic cost due to the need for additional devices and medication, and other potential consequences for patient care. 09-02-2025 customer response: did the patient or user suffer any harm? If so, please explain delay in administering treatment as indicated in the quality complaint sent!

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.